Event description:
It was reported that the cable on the prograsp forceps instrument was frayed. There was no allegation that any piece(s) from the instrument fell into a patient and there was no report that there was any patient harm or adverse outcome involving the reported instrument. No other information was provided.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch up cable is frayed at the distal clevis hub. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. Failure analysis investigation also found that the distal end of the instrument's main tube has various scratch marks with light material removal. The scratches are .023 - .154 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; the frayed cable, and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.